Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fully covered esophageal stent was implanted in the esophagus during a stent placement procedure on an unknown date. According to the complainant, on an unknown date, it was noted that the stent had migrated and the physician replaced the migrated stent with another stent attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.